Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance abruptly jumped to out-of-range measurements from 65 to 400 ohms in just 3 days. Technical services (ts) reviewed the case and recommended a replacement of the implantable electrode as it is most likely to have an integrity issue. Ts recommended to keep the s-ICD in service if upon connection of the new electrode, no artifacts are observed. However, both s-ICD and implantable electrode were subsequently explanted and replaced. Further information received alleges a conductor fracture. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. The electrode was returned severed in two segments. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325 mm from the terminal pin, in the area distal to the sensing electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance abruptly jumped to out-of-range measurements from 65 to 400 ohms in just 3 days. Technical services (ts) reviewed the case and recommended a replacement of the implantable electrode as it is most likely to have an integrity issue. Ts recommended to keep the s-ICD in service if upon connection of the new electrode, no artifacts are observed. However, both s-ICD and implantable electrode were subsequently explanted and replaced. Further information received alleges a conductor fracture. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.